Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent a gynecological procedure to treat cystocele, rectocele, pelvic organ prolapse and weak pelvic fascia. It was reported that following insertion the patient experienced pelvic pain, feels a bulge in her vagina, sex doesn¿t feel right and is irritating and recurrence of prolapsed. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, bladder infections, periods of irritation, swelling and adhesions.